Manufacturer narrative:
Carefusion (B)(4). Any additional information that is provided by the customer wil be included in a follow-up report. (B)(4). The device was shipped back to carefusion by the customer but the shipping company has lost the device. At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while using the vela ventilator the screen was freezing up, and the problem was intermittent. The customer reported no patient involvement or allegation of patient harm.